Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found a minicap with the sponge completely separated from the cap. This occurred before use, the patient did not use the device and it was discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.